Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complainant is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that there was no patient involvement in the reported malfunction.